Event description:
It was reported that the patient experienced syncope. It was noted that interrogation showed polymorphic ventricular tachycardia (vt) straddling vt zones with some undersensing on the implantable cardioverter defibrillator (ICD). The ICD determined ventricular fibrillation therapy assurance (vfta) was required, which allowed the rhythm to be diagnosed and therapy to be delivered. Programming recommendations were made and completed. The patient was being monitored. The patient was stable.